Event description:
It was reported that the patient presented remotely via merlin.net and a follow up in clinic. It was noted that the right atrial lead dislodged which resulted in under-sensing. The lead dislodgement was confirmed via x-ray. The lead was explanted and replaced. There were no patient consequences.